Event description:
A malfunction was reported on the pump by the caller, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if further malfunctions occur, which the caller understood.